Event description:
The pt reportedly experienced a loss of sound with her internal device. The pt's device was explanted and reimplanted with another advanced bionics device. Testing performed confirmed that the device is not functional.